Manufacturer narrative:
Concomitant medical products - model: 407652, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting variable rv defibrillation coil impedance and that it was beginning to trend upward. It was additionally noted that there had historically been variability with this measure. It was additionally reported that several months prior the right atrial (ra) lead had triggered an alert for high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought in for manual testing and isometrics, with no abnormal findings observed. The patient will continue to be monitored.